Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon revised a metal on metal total hip. The surgeon ended up removing the head, liner, and cup, and leaving them stem in place. Surgery was due to the mom liner and the damage it did to the tissue. Doi: unknown. Dor: (B)(6) 2018. Right hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). UDI: (B)(4).

Event description:
In addition to what were previously alleged, litigation alleges pain, discomfort, problems with ambulation and potential soft tissue damage. Updated date of implant.